Event description:
The patient received two trial scs leads on (B)(6) 2011 (same lot). It was reported that the patient did not use the system the day it was implanted. The morning following the procedure, the patient reported weakness in both legs and the inability to stand. The patient was taken to the emergency room where the leads were removed. The patient was then admitted to the hospital. Follow-up information revealed the patient had suffered a stroke. The physician reported the stroke was unrelated to the device. The patient has been released from the hospital and no further intervention is being conducted at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.